Event description:
It was reported to philips that the azurion device would not turn on. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device failed to power up. During troubleshooting fse found pdu fan tray was broken and power supply of dcps, found it was 230v ac input, but no output. Fse replaced pdu fan tray and dcps. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.